Manufacturer narrative:
An event regarding overhang (size/fit issue) involving a triathlon augment was reported. The event was confirmed as the device was under the scope of nc. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: nc was issued 25-apr-2018 for the overhang of the triathlon augment size 2 10mm and size 2 15mm on the medial side of the size 2 femoral component. Nc investigation concluded that this issue is a design deficiency. If devices and/or additional information becomes available, this record will be reopened.

Event description:
Distal block on the right size 2 (15mm, used medially) did not fit to the corresponding femoral prosthesis size 2. There was a corner of the blocker on the anterior shield over of the prosthesis. Block of size 1 was used to complete medical procedure.